Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory severed 190 millimeters from the terminal pin. A terminal segment and a tip segment were returned. Visual inspection revealed insulation damage between all three lumens 257-268 millimeters from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis confirmed the clinical observation of noise. Analysis was unable to confirm the high shock impedance measurements or lead fracture with the returned segments.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Pacing impedance measurements remained within range. The patient reported they had experienced a syncopal episode. Device interrogation also revealed some noise on the lead. A chest x-ray found this lead had fractured. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted.